Event description:
Reference number (B)(4). Event occurred in united states. On 28-aug-2024, it was reported that the patient faced infusion set was leaked from the tubing. The infusion set was in use for 5 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.